Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose proglide device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss occurred with the first proglide device. Sutures of another proglide were successfully placed. While attempting to position the next proglide, a 0.035" j-tip guide wire would not cross the hemostatic valve. It was possible to cross with the stiff, straight end of the guide wire. A new 0.035" j-tip guide wire was used successfully to place a second proglide device. The sheath was upsized to 14fr. The tavi procedure was completed and hemostasis was achieved using the preplaced proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported needle to cuff miss was confirmed as a suture retrieval issue. The anterior cuff had one separated tab (not returned). A cuff tab measures approximately 0.01 by 0.01 inches. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The reported event appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.